Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-p was explanted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-p was explanted.

Manufacturer narrative:
This supplemental report was created to update the entry in e1: initial reporter email.